Event description:
As reported to coloplast, though not verified, the patient with this device experienced erosion of the sub urethral sling, mixed incontinence (urge and stress) and scar tissue. Release of sub urethral sling and ureterolysis via general anesthesia was performed.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device additionally experienced dysuria, ua negative; vaginal exam note performed, pain with urination and burning sensation, vulvar itching, burning incontinence, palpable mesh left side of urethra painful to touch, pelvic pain, mesh exposure, postmenopausal atrophic vaginitis, urinary tract infection with positive urine cultures. Started on levaquin and prescribed keflex.